Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2 medications loaded in the station was not crossing over to the server. A technical support specialist accessed the database synchronization debug logs and found that the station required a manual recovery. The tss sent an email requesting a station takedown to apply knowledge article (ka), "manual recovery required - datasyncinvaliduploadchangetrackingvalue", but the retry messages continued to appear after completing the manual recovery. The tss then applied the ka, "retry on tx.storageitemtransaction", although the retry persisted with a different key. With assistance from product support engineer (pse) update query was executed, after which the tss restarted the database synchronization. The retries no longer appeared following the update. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two medications loaded into the station were not transmitting to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.